Manufacturer narrative:
(B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was a calcified and tortuous circumflex artery. A 6mm x 2.50mm wolverine¿ coronary cutting balloon¿ monorail¿ was delivered to the proximal edge of the lesion, but not through it. On applying pressure on the wolverine to persuade it across the lesion, the shaft of the wolverine got bent. The wolverine as removed and a smaller non complaint balloon was used, but same problem persisted. With repeated use of the wolverine, the shaft eventually snapped at the proximal end. No patient complications were reported.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes. Device evaluated by MFR: the device was received in two sections. A visual and tactile examination identified a complete break in the hypotube of the device. The break was located at approximately 200mm distal to the strain relief. The hypotube was also noted to be kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the hypotube that may have contributed to the complaint incident. A visual examination identified that the balloon was subjected to positive pressure. An examination of the balloon identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no damage to the tip, markerbands or blades of the device. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was a calcified and tortuous circumflex artery. A 6mm x 2.50mm wolverine¿ coronary cutting balloon¿ monorail¿ was delivered to the proximal edge of the lesion, but not through it. On applying pressure on the wolverine to persuade it across the lesion, the shaft of the wolverine got bent. The wolverine as removed and a smaller non complaint balloon was used, but same problem persisted. With repeated use of the wolverine, the shaft eventually snapped at the proximal end. No patient complications were reported.